Manufacturer narrative:
On-site investigation was performed by our field service engineer. The device was dried and cleaned by the user. The check of the pcbs inside the device was done and no sign of corrosion or liquid was found. The initially reported technical error was not reproduced and no part needed replacement for that issue. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. Review of the device's logs confirms occurrence of the reported issue. Moreover, another technical error code indicating a power error was found as several test failures, which can be a water contamination consequences. No photo was provided, which would confirm water presents inside the device. Specific circumstances of the water spillage are unknown. The cause of this issue has been established as accidental damage and was related with condensation of water inside the device. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. Moreover, the ventilator's internal parts were contaminated with water. There was no patient harm. Manufacturer's ref. #: (B)(4).